Event description:
It was reported that there were 'no therapy issues' but the implantable neurostimulator (ins) and lead were replaced on (B)(6) 2012. The reporter indicated that the lead was 'compromised' which was diagnosed by running an impedance check on the clinician programmer. The patient was noted to be receiving normal therapy.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3093-28, lot# j0555627v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).